Manufacturer narrative:
The device was not returned to saluda for analysis. The cause of the lead migration could not be determined. Undesirable changes in stimulation sensation and/or location which may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in the evoke scs system surgical guide.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported a change in stimulation location. An x-ray was obtained which revealed a lead migration. A lead revision procedure was performed to replace the lead, which resolved the reported event.